Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that the subcutaneous implantable cardioverter defibrillator (s-ICD) had experienced a da error. A memory download was performed and sent to boston scientific technical services (ts) for further review. No adverse patient effects were reported. A ts consultant reviewed the data and confirmed that the da error occurred in (B)(6) 2015. It was also confirmed that the da error was caused by a reset from a memory inconsistency that was self-corrected internally by the device. The s-ICD is operating normally and able to provide therapy for the patient. The s-ICD remains implanted and in service.